Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with mitral stenosis, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the aortic arch. As the dcs passed the aortic arch, atrio-ventricular block (avb) was observed. The pacing rate was reduced, confirming that the avb was complete avb. After placement of the valve, there was a period where the rhythm changed to wenckebach's avb. However, the conduction disturbance returned to complete avb. Later on the day of the valve implant, in the evening, the patient's intrinsic rhythm recovered without a permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012178219); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024 ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.